Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 25 ga 5/8 in leaked and radioactive product got on the patient's skin. This occurred on 4 occasions during use. The following information was provided by the initial reporter: the product (here radioactive product) flows between the needle hub and the syringe. Molecules used: hdptc99m, 3 incidents with this molecule. Sestamibi99m , 1 incident with this molecule. Only 1 person concerned. Product on the technician's gloves, on the patient's skin and on the arm of the chair.

Event description:
It was reported that needle 25ga 5/8in leaked and radioactive product got on the patient's skin. This occurred on 4 occasions during use. The following information was provided by the initial reporter: the product (here radioactive product) flows between the needle hub and the syringe. Molecules used: hdptc99m,3 incidents with this molecule. Sestamibi99m , 1 incident with this molecule. Only 1 person concerned. Product on the technician's gloves, on the patient's skin and on the arm of the chair.

Manufacturer narrative:
Investigation: a device history record review was performed for provided lot number 191120 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not available for this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The twenty retained samples were examined and the needles were assembled with a discardit syringe. The samples were functionally tested, and no signs of leakage were observed in any of the retained samples. Based on the investigation results, an exact cause could not be identified for this incident.